Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10.0 mg/ml at 0.48 mg/day via an implantable pump. It was reported that the incision at the pump pocket opened so the physician had everything explanted. There were no environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the patient¿s infusion system was totally explanted on (B)(6) 2021 and re-implanted on (B)(6) 2022. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.